Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (renal dysfunction, respiratory failure, psychiatric episode/neurologic dysfunction, right heart failure, infection, sepsis, elevated lactate dehydrogenase, bleeding, multisystem organ failure, patient condition, and death) cannot be conclusively determined through this investigation. The patient¿s expiration was not considered to be device related and heartmate 3 left ventricular assist system, serial number (B)(6), was reported to have been operating as intended. Heartmate 3 left ventricular assist system, serial number (B)(6), will not be returned for evaluation as no autopsy was performed. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The heartmate 3 left ventricular assist system instructions for use contains the following information: section 1 lists renal dysfunction, respiratory failure, psychiatric episode, other neurological event (not stroke-related), right heart failure, infection, sepsis, bleeding, multiple types of organ failure, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists neurological dysfunction, infection, and psychosocial issues as potential late post-implant complications that may be associated with the use of heartmate 3 left ventricular assist system. This section states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." Information regarding anticoagulation therapy and international normalized ratio range can be found in this section. Care instructions regarding preventing infection are provided in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Multiple organ dysfunction syndrome. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient developed hypotension post-operatively. Mean arterial pressure (map) was in the 60-70 range. Their initial drain output was high but decreased within two hours of post-operation. The patient remained on high doses of epinephrine, norepinephrine and phenylephrine. Their blood volume was loaded with vitamin b12, albumin and plasmalyte. Patient also received a unit of packed red blood cells (prbc) on (B)(6) 2021. The patient had a fever spike on (B)(6) 2021; blood cultures were drawn. The patient was taken off of their prophylactic antibiotics. On (B)(6) 2021, a dialysis catheter was placed for continuous renal replacement therapy (crrt), as the patient had developed acute renal failure (arf) post-operatively. The patient was given an increased amount of bumex intravenously but this did not resolve the patient's low urine output. A ramp echocardiogram was performed on (B)(6) 2021 to test the pump speed. Ramp results revealed a mild aortic regurgitation in the patient. On (B)(6) 2021, the patient was intubated due to respiratory failure and encephalopathy related to hypoxia and acute metabolic factors. The patient presented with symptoms of delirium and lactate acidosis. Inotropes were increased and used past 7 days post-implant, which was indicative of right heart failure. The patient had elevated lactate dehydrogenase (ldh) levels. Their platelet count had dropped but there was no active source of bleeding; another blood transfusion was performed. Blood cultures taken came back positive for a highly resistant enterobacter bacteremia infection on (B)(6) 2021; the patient was negative for sepsis. The patient's bilirubin levels also increased on (B)(6) 2021. A computerized tomography (CT) scan showed pneumatosis of the gastric wall as a possible source of this infection. The patient was started on intravenous cipro, gentamycin, vancomycin and flagyl antibiotics on (B)(6) 2021. A esophagogastroscopy was performed that showed their gastric mucosa was inflamed. The patient was made a do not resuscitate (dnr) and vasopressors stopped; the patient expired on (B)(6) 2021.